Event description:
A talent abdominal stent graft was implanted in a patient for the endovascular treatment of a 6.4 cm abdominal aortic aneurysm approximately 1 month ago. Vessel morphology was reported that on the contralateral right side was severely calcified. It was reported that the talent stent graft system was inserted percutaneously and successfully implanted. Post implant, the vessel was closed with a perclose device and the blood flow was found to have been occluded on the right side. The physician elected to perform an endarterectomy procedure, and calcium was removed from the vessel, restoring the blood flow to the artery. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B) (4): evaluation results and conclusions: occlusion; severly calcified vessel.